Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. Tandem technical support (tts) was able to determine that the customer incorrectly entered the transmitter ID, causing the sensor to expire. Tts educated customer on entering a new transmitter ID and the sensor was replaced to resolve the issue. There was no reported adverse impact.